Event description:
On 23jan2025, the customer reported delayed patient results with the access hstni (high sensitivity troponin I) assay for three patients on the laboratory's dxi 800 access immassy w/spot b analyzer (part number a71456, serial number s/n (B)(6)). The customer reported that three (3) patient samples were sent to the dxi instrument on (B)(6) 2025 at 01:47 am and 02:10 am. Per customer verbal report, a dialogue box error related to the following message ¿data cannot be identified¿ occurred at the time of the event. Per customer verbal report, the run did not start with no events associated with this issue. The samples were re-introduced causing a delay of an hour on the reporting of these results. The customer reported that there was a delay in patient treatment because the clinicians were waiting for these test results to determine the treatment plan/diagnosis. Per customer verbal report, the 3 patient results were over the upper hstni reference range. No other assay or instrument issues were reported in conjunction with this event. No system check data was provided for review. No issues with samples integrity were reported by the customer. Note: three MDR reports will be submitted, one for each of the three patients involved in this event.

Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4, and a5: the customer did not supply patient demographics such as age, date of birth, gender, weight, ethnicity or race. H3 and h6: per the review of the events log, event related to the database size management service was activated at 02:00 am and completed at 02:01 am. There was no event related to a ¿run started¿ at the time of the event suggesting that the instrument did not start the run related to the 3 patient samples. The customer reported that another dialogue box error related to the following message ¿the system cannot find the file specified¿ occurred on 24-jan-2025. Per dxi service manual, this error is related to a backup failed error. It can occur if the usb flash is not recognized by the user interface or named correctly. The error can also occur if the (e:) drive and (d:) drive are swapped. Customer technical support (cts) assisted the customer by mail on 24-jan-2025. She asked the customer to do a database maintenance and sent her the related procedure. The customer confirmed that they will do the maintenance and monitor the situation. The customer reported that the issue did not reoccur on 29-jan-2025. In conclusion, there is sufficient evidence provided to reasonably suggest a software malfunction was the likely cause of this event. The customer performed database maintenance to correct the issue. Note: three MDR reports will be submitted, one for each of three patients involved in this event.